Event description:
On (B)(6) 2014, the reporter contacted animas alleging would intermittently unlock without user intervention. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/19/2015 with the following findings: during testing, the pump was locked and unlocked without difficulty. All buttons responded properly to user presses, and the pump did not lock or unlock without user intervention.